Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
During an endovascular aortic aneurysm repair the physician was using a cook long 7fr flexor shuttle guiding sheath to successfully deliver a stent to the right renal artery. Using the same sheath he attempted to deliver a 10x59 v12 to the sma. He experienced difficulty advancing to the target. After several attempts the guide wire disengaged and the physician removed the delivery system. He used a different product to continue the case.

Manufacturer narrative:
Analysis: the details provided indicate that the stent had difficulty tracking to the mesenteric artery through a 7fr sheath. On initial inspection of the returned stent it was noted to be properly affixed to the balloon catheter between the two radiopaque ro markers. The stent diameter was measured and was approximately 2.43mm. This diameter is indicative of a properly crimped stent. Returned with the v12 covered stent system was a 7fr touhy borst adapter. The stent was able to be pulled back through this adapter without issue. There were no signs of damage to the adapter or the covered stent. The v12 covered stent system was advanced back through the touhy borst adapter and prepped per the instructions for use and the stent deployed to nominal inflation (8atm) to ensure the device was fully function. The device when pressurized opened properly and without incident. The balloon was then deflated and the stent removed. The deflated balloon was then removed back through the adapter without issue. The v12 covered stent performed properly. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr). ¿ability to deploy the stent at nominal pressure (8atm). ¿ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿balloon hole skive dimensional verification. ¿stent securement testing. ¿proximal balloon weld tensile testing. ¿distal tip tensile testing. ¿catheter leak check. This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. Conclusion: based on the passing results of the quality and performance testing and the fact that the v12 was fully functional, atrium medical cannot conclude that there was an issue with the device.